Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block and bradycardia. During the implant procedure positioning difficulties were encountered with the right ventricular (rv) lead. High thresholds were also noted. The lead was removed and replaced. No further patient complications have been reported as a result of this event.